Event description:
A customer contacted beckman coulter, inc. (Bec) concerning erroneously elevated troponin (accutni) results above the ami cutoff and within the risk stratification range generated by access 2 immunoassay analyzer for three patients' samples. The results were not reported out of the laboratory. Repeat testing on an alternate instrument produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in sst tubes and centrifuged for 10 minutes at 3200 or 3300rpm after allowing to clot for 10 minutes. The samples were not re-centrifuged prior to reanalysis. A wash valve pump motion error occurred while running qc. The qc passed with no further errors so the customer proceeded to analyze accutni patient samples. Because of the prior pump error, the customer questioned the elevated accutni results. When repeat results were not reproducible the customer performed a diagnostic system check, which failed the washed portion and the substrate ratio. Service was on site (B)(6) 2011 and performed a preventive maintenance. The fse cleaned wash valve and reassembled. The fse noted the wash and precision pump seals were leaking allowing air into the pumps. The fse replaced seals and repositioned the belt. The fse performed system check and high sensitivity system check with passing results. Although hardware issues were noted, no definitive root cause could be determined for this event.